Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in d4, h6 and h11. Investigation: in lieu of the disposable kit, the customer provided an image to aid the investigation. The returned image captured the product bags hanging on the IV pole of the trima device. The reported incident could be confirmed, red cells were evident in the platelet bag. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. A tbct service technician checked out the machine at the customer and confirmed that the rbc detector was out of calibration. The rbc detector was cleaned and recalibrated and auto-tests passed. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be related to a hardware issue. The rbc detector was out of calibration which resulted in the device inability to appropriately flag for a spillover event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. No patient received the product and no tests of the product were made as it was contaminated with red cells and, therefore, immediately discarded. The actual rwbc count cannot be determined. The platelet collection is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, e.3, h.6 and h.11. In lieu of the disposable kit, the customer provided an image to aid the investigation. The returned image captured the product bags hanging on the IV pole of the trima device. The reported incident could be confirmed, red cells were evident in the platelet bag. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. A tbct service technician checked out the machine at the customer and confirmed that the rbc detector was out of calibration. The rbc detector was cleaned and recalibrated and auto-tests passed. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. No patient received the product and no tests of the product were made as it was contaminated with red cells and, therefore, immediately discarded. The actual rwbc count cannot be determined. The platelet collection is not available for return because it was discarded by the customer.